Manufacturer narrative:
(B)(4). The returned package showed evidence of misalignment of the tyvek lids used for sealing the inner and outer cavities, indicating the inner seal was stuck to the outer seal. This device is used for treatment. A complaint history search found no other complaints of this nature for this item and lot combination. There are stop gap measures in place to prevent this issue in the manufacturing environment. The applicable internal procedure states, "as applicable, run inner and outer cavities and check lid stock alignment to the cavity. If incorrect, adjust or realign until proper alignment is achieved." There is also a visual aid in place that gives examples of acceptable and not acceptable sealed packaging cavities. Operator awareness training for this issue was conducted 8/11/2015. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the adhesive seal on the inner packaging was misaligned and partially adhered to the outer seal.